Event description:
The instrument was used during a laparoscopic hernia repair. It was reported the eas jammed. The case was completed with this instrument, but they had to use forceps to pull out the jammed staple. The case took longer than it should have because of the stapler. The instrument was flashed after the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: cartridge had thermal damaged due to being flashed after procedure. Visual inspections and results: articulation: yes; precock functional: yes; rotation: yes; staple count: 0; swivel: yes. Functional tests and results: cycled the instrument: no(empty/damaged). Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty and with the cartridge thermally damaged. No functional testing could be performed due to the instrument being empty and thermally damaged. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.